Event description:
During testing by zoll technical service dept, the device displayed error message code "open air disch" on the monitor screen signifying that the device inappropriately discharged when the multifunction cable was not connected to the electrodes or the multifunction test port. There was no pt involvement in the reported failure.